Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when the user checked the ngage nitinol stone extractor prior to use, the basket was found to be broken. There device was not used on the patient. There was no adverse effect to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the closed position. The collet knob is finger tight and the male luer lock adapter (mlla) is also finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is severed 1mm from the mlla. There is a 1.5 cm space between the support sheath separation with 1 cm of basket sheath and 5 mm of coil exposed. There were kinks noted in the basket sheath at 75 cm from the distal tip and 82 cm from distal tip. The device history records were reviewed and found no non-conformances that would have contributed to the reported failure mode. A review of complaint history found one other complaint associated with lot number 8453498. The other complaint was created for a similar issue reported by a different customer. The conclusion for both complaints was that the device was damaged during handling/use. The instructions for use (IFU) provides the following: suggested handling instructions for extractors and forceps caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The complaint device was found to have a basket that would not open due to sheath damage. The support tube and sheath was found to be separated at the handle, preventing the motion of the handle from operating the basket. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling of the device. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue was product use or handling related ¿ the product received excessive pressure. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported when the user checked the ngage nitinol stone extractor prior to use, the basket was found to be broken. The device was not used on the patient. There was no adverse effect to the patient due to this occurrence.